Event description:
Home patient's family member called the baxter technical assistance line to report getting an alarm during set up. In troubleshooting with the technician, the family member was advised to close all the clamps and put a cap on each end. Family member forgot to close clamp and effluent started draining out all over the floor. Family member then reconnected to ultrabag set. The technician advised the family member to discontinue treatment for the patient and finish with manual exchanges. No further information is available at this time.